Event description:
Boston scientific received information that this patient was post operation for carpal tunnel surgery, when the device starting pacing at the maximum sensor rate. Boston scientific technical services (ts) was consulted and stated it was likely an interaction between the minute ventillation (mv) feature and the hospital monitoring equipment. Mv was temporarily programmed off while the patient was in the hospital, which resolved the high rate pacing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.